Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that occlusion alarms occurred as well as an unexpected reset of the pump. Customer reported a blood glucose level of 195 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time, cleared occlusion alarms and resumed insulin therapy.